Event description:
It was reported that a new castor was needed for the navigation system, the current castor was found to be non functional. There was no patient involvement, procedural delays, medical interventions, or adverse consequences reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that a new castor was needed for the navigation system, the current castor was found to be non functional. There was no patient involvement, procedural delays, medical interventions, or adverse consequences reported with this event.